Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported backflow of fluid from the secondary tubing set into the primary solution container. The primary tubing set was being used to deliver an unspecified solution via a symbiq pump. The secondary tubing set was connected to the primary tubing set for piggyback delivery of an unspecified concentration of magnesium sulfate. The primary solution container was hung lower than the secondary solution container. After an unspecified length of time in use, the nurse noted the secondary solution was flowing into the primary solution container. The tubing sets were replaced and therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.